Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, our nz field staff were advised via email of an incident that occurred in conjunction with case(B)(4) where after discovering debris in the broach handle further inspections and cleaning were requested from the cssd department where additional debris was discovered. This debris was removed at the cleaning stages in cssd and the devices were processed for use in the future surgery. No case or patient involvement was applicable.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint is confirmed by the picture evaluation of the photo attached to the complaint, which revealed that the univers revers¿ lever-locking broach handle had residues. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to improper detergent/cleaning process used.